Event description:
It was reported by service report that the siderail is missing from the bed because it was removed by the user facility. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.